Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. An esophagogastroduodenoscopy was used to locate the capsule. The capsule had fallen off into the pt's stomach. The capsule was retrieved. No injury to the pt was reported.